Event description:
It was reported the customer experienced intermittent low blood glucose (bg) levels (2.8 mmol/l). The customer consumed glucose tablets and carbohydrates to treat the bg. The cause for the reported issue is unknown.